Event description:
The transfer set became loose. The pt has used the transfer set for 5 months. A week ago, they did exchange and found the transfer set loose but they still kept using the transfer set. Nurse discovered the problem and exchanged a new transfer set. No pt injury or medical intervention was reported.